Manufacturer narrative:
The need for a re-operation was attributed to a pedicle fracture that resulted in instability of the spine. At this time, no connection can be made between the event and any shortcomings of the device or info provided with the device.

Event description:
Pt was implanted with charite artificial disc in 2005, at l4/5. Pt developed redicular leg pain related to a pedicle fracture. Pedicle instability caused anterior migration of the charite sliding core. In 2006, a revision was performed to fuse the pt posterior at l3/4 - l4/5. Charite disc was set in place. The following year, a second revision was performed to remove the charite as the core had continued to migrate. A harms cage was placed in the disc space.